Event description:
Reportable based on device analysis completed on 12-jan-2022. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 3.00 x 48 synergy ii des drug-eluting stent was advanced, however, failed to cross the lesion. The procedure was completed with original device. There were no complications reported and the patient is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the midsection to proximal end lifted and bunched distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was 0.0410", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.